Manufacturer narrative:
H6 type of investigation codes were updated.

Manufacturer narrative:
Coaguchek inrange serial number is (B)(6). The device was not returned for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for (1) patient with coaguchek inrange. Customer's therapeutic range is 2.5-3.5 inr. On 30-jul-2024 the patient received a result of 6.6 inr on the meter. On 30-jul-2024 the patient received a result of 4.1 inr from the laboratory. Time between measurements < 3h.